Event description:
The rep reported the device was used during a laparoscopic bladder neck suspension. It was reported the 512s white ring was setting in the pt, when they started to close the peritoneum. They found it quite by chance or it would have remained. It was removed. There was no consequence to the pt.